Manufacturer narrative:
Technical support instructed the account to check the power control module and the siderail ucm cables and boards. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.

Event description:
Information received indicates the bed has no power.